Event description:
Ivf [intravenous fluids] were stopped in preparation for uvc [umbilical vein catheter] line removal, per order. Rn went to proceed with uvc removal process per protocol. Rn started manipulating uvc catheter to remove it, then began gently pulling, when catheter snapped at the umbilical stump. Light pressure was applied to stop oozing blood. Nnp [neonatal nurse practitioner] at bedside. Remainder of catheter was removed using tweezers - catheter intact and confirmed with nnp. Applied pressure for several minutes after removal to stop bleeding. Pressure dressing applied.